Event description:
It was reported that the right ventricular (rv) was explanted due to perforation resulting in chest pain and requiring pericardiocentesis. No additional adverse patient effects were reported.